Event description:
Additional information provided by the surgeon indicates that the reported capsular bag tear and subsequent vitrectomy were unrelated to the intraocular lens (iol).

Event description:
A user facility reported a capsular bag tear. The association between this event and the intraocular lens is not known. Additional information has been requested.